Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-23370, 1627487-2014-23371. It was reported the patient is unable to feel stimulation. The patient can only feel slight stimulation when he bends. Reprogramming was unable to resolve the issue. Diagnostic testing revealed 1 lead had a low impedance reading. The other lead showed impedance readings between 366-408 ohms. X-rays were taken and did not reveal any anomalies. The patient desires to undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.